Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs replaced to address the issue. During evaluation, the device shut down during testing. The device's system board needs replaced to address the issue.